Event description:
In 2005, this patient was treated for abdominal aortic aneurysm with two gore excluder aaa endoprostheses. A type ii endoleak was noted and the physician chose to monitor the leak. On the following month, a follow-up CT showed a proximal type I endoleak. In 2008, CT revealed 1 cm aneurysm sac expansion. An aortogram (unknown date) revealed a proximal type 1 and type 2 endoleak. On the following month, a re-intervention occurred. A cook zenith was implanted proximal to the gore excluder aaa endoprosthesis. The physician attempted to place a palmaz sent proximal to the cook zenith device. The physician pushed the sheath forward and caught on the cook cuff, which then covered the celiac trunk. The physician decided to place a palmaz stent overlapping the cook cuff and moved it proximally to uncover the celiac trunk. The physician then implanted a gore excluder aaa endoprosthesis extender component proximal to the gore excluder aaa endoprosthesis. The type I endoleak was resolved. The type ii endoleak remains and is monitored by the physician. The patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Please note: additional device implanted pxc141000.